Manufacturer narrative:
UDI information is unknown. No information provided to date. Serial number (B)(4) was provided via follow up response. The reported issue could not be confirmed as no product sample was received for evaluation. Response to follow up indicated device remains in patient possession. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device presented high pressure error message. After pump change, error represented. Change of tubing and cassette, utilizing alternate pump, allowed infusion to continue. Replacement pump delivery was arranged. No patient injury was reported.

Manufacturer narrative:
Other, other text: d4: serial number unknown; d4: expiration date: unknown h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: corrections in d1: brand name, d2: common device name, g5: premarket 510k: unknown, h4: device manufacture date: unknown, h5: labeled single use: yes.